Manufacturer narrative:
Unexpected/(intermittent) blank display prior to insulin pump download. Using a test battery cap, device powered up properly again. History download and care link was not performed prior to the unit bolus. Another battery was received in the black pouch. (B)(6) alkaline. This is the spare battery found inside the plastic bag. -0.002 volts (B)(6) alkaline battery (depleted). Device passed the displacement test, rewind, basic occlusion test, occlusion test, excessive no delivery test and delivery accuracy test. No under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device was unable to prime during prime/a33 test. Unable to determine the root cause of the prime anomaly due to insulin pump preservation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an unstated location. The cause of death was complications of diabetes. The customer passed from acidosis, ketones, and metabolic acidosis as a result of intestinal illness 20 hours before they passed. All the information is preliminary as the coroner's report is still pending. The caller believes that the sets may have contributed to the customer's death. The customer¿s blood glucose was unknown at the time of death. It is highly likely that the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors but they were wearing one of the recalled infusion sets when they passed. The caller did not state whether they agreed to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in this report.

Event description:
The customer had performed a set change, kept going high due to defective infusion set, and eventually passed due to diabetic ketoacidosis. The customer suffered high symptoms such as disorientation and confusion before they passed. The reporting party stated an infusion set membrane vent block caused the high.

Manufacturer narrative:
The information provided in section event description was incorrect with the initial report. The correct information has been provided with this report.

Event description:
It was clarified that the customer had never used sensors as part of her insulin pump therapy.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller clarified that the customer's last recorded blood glucose level was 570 mg/dl. The caller also clarified that the product will be returned for analysis.